Event description:
A complaint was received from a customer stating that the middle number is not readable and that it always looks like a backward 7. While on the phone a review of the system was conducted. It was learned that segments were missing on the middle number. A request was made to return the unit for eval and a replacement was provided.